Event description:
Pt sustained a left hip fracture on an unk date and was implanted with a tfn on (B)(6) 2011. X-rays on an unk date revealed that the pt's femur broke below the tip of the tfn nail. Pt returned to operating room on (B)(6) 2011, the hardware was removed, pt revised to tfn long nail. This is one of two reports for this event.

Manufacturer narrative:
A review of synthes device history record for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.